Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached at the quick release/tubing and that led to high blood glucose levels. The patient reported set issue (detachment) with 7 sets in 2 weeks, and the last was that morning. The site location and the pump was located on the patient's buttocks. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.